Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of intravenous glucose treatment by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (UDI) & (serial no) have been updated based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download. (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, and no issues were observed. Data was extracted successfully. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the sensor. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The sensor passed functionality testing which indicates that the errors observed did not have an impact on the sensor's functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of intravenous glucose treatment by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.